Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on an unknown date. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown and unavailable.

Manufacturer narrative:
The following surgeons, implant dates, and hospital name were provided; however it was not specified which surgeon and implant date corresponds to which device. Implant dates: (B)(6) 2006; (B)(6) 2008; (B)(6) 2011. Surgeons: (B)(6). Hospital: (B)(6).